Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed check for empty tubing or reservoir and cassette not latched properly. Beside troubleshooting alarms persisted. The medication 5fu (5 fluorouracil) was infused. The remaining volume was 151.1 ml. There was patient involvement and no patient harm reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed, as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.